Event description:
It was reported that the wire was sheared off by the tip of the burr. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During platforming, outside the patient's body, it was noted that the burr sheared off the tip of the rotawire. The burr was replaced with another of the same burr was used; however, it was noted that the burr could not cross the lesion and was not spinning at all. The burr was removed from the patient's body and the procedure was completed with a 3.0x20 syngergy stent. No patient complications reported and the patient's condition was okay.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 11:16 am CT. The report number is being corrected from: 2134265-2018-64461 to: 2134265-2018-61449.

Event description:
It was reported that the wire was sheared off by the tip of the burr. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During platforming, outside the patient's body, it was noted that the burr sheared off the tip of the rotawire. The burr was replaced with another of the same burr was used; however, it was noted that the burr could not cross the lesion and was not spinning at all. The burr was removed from the patient's body and the procedure was completed with a 3.0x20 syngergy stent. No patient complications reported and the patient's condition was okay. The device was returned for analysis.the device has its distal tip kinked. There are also a number of severe kinks along the body of the wire. Dimensional inspections of the overall length, outer diameter (od) of distal tip, od of the middle of the device, od of proximal section were performed and were within specifications.